Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced hyperglycemia with sensor and fingerstick glucose readings ranging from 312 mg/dl by fingerstick to 263¿279 mg/dl on the ilet after recent supply changes and brief exercise; the user later changed all supplies again and glucose returned to 131 mg/dl. Symptoms included no reported clinical effects. Outcomes included self-management without medical intervention or backup therapy, no ketone testing, and no hospitalization. Investigation included customer support troubleshooting, confirmation of no visible infusion set issues, calibration guidance, recommendation to monitor, and supply replacement. Investigation of this case revealed no device or component malfunction observed through troubleshooting, and the event resolved after full supply change, so the cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.